Event description:
Pt was having a pulmonary artery catheter placed. During setup the nurse noted that the cvp line had 2 female connectors and was not able to connect. A second kit was opened and had same occurrence. Ultimately we attached a male adapter to be able to set up the pa catheter and had no further issues.